Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A visual inspection found that the exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the problem. In addition, a visual inspection was performed on the part beyond the reported complaint. There were no additional visual observations identified. Functional evaluation was performed and the reported problem was confirmed. The drill produced smoke in 5 seconds. No other functions could be tested due to broken/damaged parts. The drill motor/bearing have failed. This issue was investigated before and it was determined that probable cause was expected wear & tear of the device. Therefore, the root cause was established to be expected wear / tear. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during preventive maintenance drill ran extra hot and loud. No patient involved.